Manufacturer narrative:
Updated data: b1 b2 b5 h1 h2 h3 h6 additional codes image review: one media file was provided for review of the event. The patient¿s executive summary was not included, so a complete anatomical assessment could not be performed. Fluoroscopic valve load inspection was not provided for review thus it is not possible to validate a good load. It was reported that one recapture was performed due to inadequate depth and an infold occurred during the subsequent deployment attempt. Images of the implantation attempt were not provided; however, the infolded valve was withdrawn, deployed on the sterile field, and an infold was verified. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. If an infold is identified, the valve should be recaptured, removed from the body, and discarded. New sterile components must be used. It was reported that a new valve was used to complete the procedure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that during the implant, the patient became hypotensive (60/40 millimeters of mercury (mmhg)) as the valve infold was observed. The valve was removed and vasopressor medication was administered. The valve was loaded by a medtronic representative and no misload was identified. A procedural delay of 3-4 minutes resulted as a new valve was loaded.

Manufacturer narrative:
Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve procedure using the transcatheter aortic valve evfxplus-34, the patient, pre-implant dilatation was performed using a 24 millimeter (mm) non-medtronic (true) balloon. The valve was initially deployed at an incorrect depth and was subsequently recaptured. On the next deployment attempt, valve infolding was observed and the patient's blood pressure indicated the valve was not functioning as normal. The system was removed and the patient recovered. Another 24mm pre-implant dilatation was performed while preparing a new valve and delivery system. The subsequent valve deployment was completed without issue. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-34 (lot: 0013102637); product type: 0195-heart valves; implant date n/a ; explant date n/a. Product ID l-evolutfx-34 (lot: unknown); product type: 0195-heart valves; implant date n/a ; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.